Manufacturer narrative:
Medwatch #144282/patient identifier (B)(6) (MFR number 9610595-2023- 05854) was submitted in error as medwatch#107089/ patient identifier (B)(6) (initial report/MFR report number 9610595-2022-02278) already captured the reported event.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not reproduced. The evaluation findings are as follows: bending section cover adhesive chipped; angle engagement looseness; rubber scratches; video cable scratches; video connector case deformation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus by the user facility that the olympus, model ltf-s190-5, endoeye flex deflectable videoscope lost the image twice in a short period of time. Each time the problem was resolved upon replacing the ltf-s190-5 scope. The reporter attributed the problem to a communication error. No further event details were provided. This is report #4 of 4 due to multiple events reported. Reference report patient identifiers (B)(6) for additional reports.